Event description:
The reporter stated that the surgeon had a competitor's lens loaded in a aq cartridge-fp and the lens tore, upon loading into the msi-pm injector. No patient contact. The reporter stated that, the surgeon felt the cause of the lens damage was due to the lens injector & cartridge.